Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was being replaced due to potential premature battery depletion. During the same procedure, the right atrial (ra) lead was to be replaced due to noise which resulted in atrial pacing inhibition and high rate ventricular pacing which resulted in discomfort for the patient. A ra lead fracture was suspected. Additionally, the left ventricular (lv) lead was being revised due to high threshold measurements. Insulation damage was noted on the lv lead. The ra lead was explanted and replaced. The lv could not be explanted due to calcification and was surgically abandoned. A new lv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed in two pieces. Visual inspected noted calcified body fluid on the distal mesh tip screen. Approximately 10 cm from the terminal end, a breach of the inner and outer insulation was noted. This damage appeared to be consistent with lead on can wear. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Analysis confirmed lead damage, but no abnormal lead measurements as the two returned segments were confirmed to be electrically continuous.